Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported fall and subsequent intraparenchymal hemorrhage could not be conclusively determined through this evaluation. The submitted log files captured the device operating as expected at the set speed. No notable events or alarms were captured. The patient was still admitted at the time and remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for an inpatient patient after a fall of unknown etiology. Imaging showed stable intraparenchymal hemorrhage in right parietal lobe. This event was likely to be mechanical fall at home, no changes to patient condition or anticoagulation status that may have contributed. Upon inspection of equipment, their controller display screen was noted to have discolored/green liquid beneath the surface. There did not appear to be any issue with pump function, ventricular assist device (vad) interrogation appeared stable. The patient did not remember spilling any liquid/water on the equipment but was incontinent during their fall and equipment might have been soaked in urine. The log files captured low voltage events on (B)(6) 2023 at 1519 while using battery power. The patient ran the battery power low before changing power sources. No other unusual events were noted in the log. The controller was exchanged. The patient was still admitted at this time. Neurological and cardiac status was stable with no further issues. Medical team planned to continue monitoring. Related controller manufacturer report number: 2916596-2023-04668.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.